Event description:
The customer reported that the jaws would not open while on pt tissue during a robotic hysterectomy. The device was cut from tissue using the robotic arms. There was no pt injury. The surgeon opened another device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not locked shut when received. The handle was latched and unlatched without difficulty. The knife moved smoothly along the knife track and retracted normally. Covidien could not confirm the customer's report.